Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra 2 meter read inaccurately compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged product issue occurred, but stated that they had obtained a blood glucose result of ¿89mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿sick, shaky, weak and almost passed out¿; symptoms which the patient associated with hypoglycemia. The patient self-treated these symptoms with food and drink the night of (B)(6) 2018. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and the test strips were not open longer than their discard date, expired or improperly stored. The patient did not have control solution to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.